Event description:
During surgery, the disposable augment drive bit tip broke off when used to secure the augment. The tip was left in the pt flush with the screw on the augment and is covered in cement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.